Event description:
It was reported that therapy was exhausted in this implantable cardioverter defibrillator (ICD) after delivering eight anti-tachycardia pacing (atp) bursts and six shocks. The therapy accelerated the patient's rhythm into ventricular fibrillation (vf) and was unable to convert it. Technical services (ts) stated that it was not possible to determine whether the therapy was appropriate, as it could not be confirmed whether the patient was experiencing a true ventricular tachycardia (vt) or a supraventricular tachycardia (svt). However, it was noted that the patient had no history of atrial fibrillation (af). No additional adverse patient effects were reported. This ICD remains in service.